Manufacturer narrative:
Describe event or problem. Corrected data ¿ follow-up report #1 inadvertently had a typo. The second to last sentence should have read ¿additionally, it was found that the programming system which was unable to interrogate the device initially is now functioning properly¿ not ¿additionally, it was found that the programming system which was unable to interrogate the device initially is not functioning properly.¿

Event description:
Additional information was received that indicates the physician had a second programming system which was able to successfully interrogate the patient's generator on the day of the visit. Additionally, it was found that the programming system which was unable to interrogate the device initially is not functioning properly. No malfunction is currently suspected on the generator or the wand.

Event description:
On (B)(6) 2013 information was received that the physician was unable to interrogate the patient¿s generator. The physician first had the programming system plugged into a wall outlet during interrogation, but then unplugged the system from the outlet and still could not interrogate the generator with the programming system. The 9v battery in the programming wand was stated to be new. The patient had already left the visit before the physician could again attempt interrogation. Attempts for additional information are in continuation.

Manufacturer narrative:
Additional information was received which changed the product that the MDR was reported on.